Event description:
Event [preferred term] (related symptoms if any separated by commas) patient was in dka at end of week [diabetic ketoacidosis] novopen echo which would not dial to prescribed dose [device delivery system issue] would not dial to prescribed dose [device issue] case description: this serious spontaneous regulatory case received via mhra (medicines and healthcare products regulatory agency) from the united kingdom was reported by a other health care professional as "patient was in dka at end of week(diabetic ketoacidosis)" with an unspecified onset date, "novopen echo which would not dial to prescribed dose(device delivery system issue)" with an unspecified onset date, "would not dial to prescribed dose(device component issue)" with an unspecified onset date, and concerned a male patient who was treated with novopen echo plus (insulin delivery device) from unknown start date for "device therapy", , tresiba penfill (insulin degludec) (unknown dose) from unknown start date for "drug use for unknown indication", patient's height,weight and body mass index were not reported. Dosage regimens: novopen echo plus: tresiba penfill: tresiba penfill regimen #2 reduced to 30 units current condition: diabetes mellitus(type and duration were not reported) historical drug: tresiba flextouch. On an unknown date, patient was prescribed with tresiba penfill and novopen echo which would not dial to prescribed dose (device delivery system issue and device component issue) so patient reduced his dose to 30 units and experienced diabetic ketoacidosis at end of week. Batch number of novopen echo plus and tresiba penfill were not reported. Action taken to novopen echo plus was reported as unknown. Action taken to tresiba penfill was reported as unknown. The outcome for the event "patient was in dka at end of week(diabetic ketoacidosis)" was unknown. The outcome for the event "novopen echo which would not dial to prescribed dose(device delivery system issue)" was unknown. The outcome for the event "would not dial to prescribed dose(device component issue)" was unknown. Since last submission the following information were updated: -wwid updated in additional tab -narrative updated accordingly. References included: reference type: e2b report duplicate reference ID :(B)(4) reference notes: #dup reference type: e2b report duplicate reference ID: (B)(4) reference notes: #dup reference type: e2b authority number reference ID: (B)(4) reference notes: master case no further information available preliminary manufacturer's comment: 31-may-2024: the suspected device novopen echo plus was not returned to novonordisk for investigation. Thus, no conclusion is reached. However, patient administered lesser than the prescribed dose due to the device delivery issue which led to the reported clinical event of diabetic ketoacidosis.

Event description:
Case description: investigational results: name of the suspect product: novopen echo plus. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Name of the suspect product :tresiba penfill. Batch number of the suspect product :unknown. No investigation was possible, because neither sample nor batch number was available. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00109 reference notes: medwatch 3500a MFR. Report number. Final manufacturer's comment: 09-aug-2024: the suspected device novopen echo plus was not returned to novonordisk for investigation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen echo plus. However, patient administered lesser than the prescribed dose due to the device delivery issue which led to the reported clinical event of diabetic ketoacidosis. H3 continued: evaluation summary. Name of the suspect product: novopen echo plus. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available.